Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via trial that in 2008, the patient underwent stenting of the mid lad (pre-dilated) with a xience v stent. At about 10 months later, the patient experienced angina and was hospitalized. Angiogram results revealed approximately >50% and <70% in-stent restenosis in the mid lad. The stenosis was treated with implantation of another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina and stenosis are known adverse events associated with coronary stenting as noted in the xience v instructions for use and the risk assessment. Hospitalization is also listed in the risk assessment. In this case, it is likely that the angina is a secondary effect of the restenosis, which was treated with implantation of another xience v stent. A cause for the reported patient effects and the relationship to the product, if any, cannot be determined.